Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for an infection. In additional follow-up, the patient¿s pd nurse reported that the patient was first diagnosed with peritonitis on (B)(6)2024. The nurse stated that the patient had a pd culture obtained (on (B)(6)2024 in the outpatient pd clinic) which grew the bacteria klebsiella bacteria. The patient was treated with intra-peritoneal antibiotic therapy utilizing cefepime (dose not provided) on an outpatient basis. The nurse reported that the patient continued pd therapy with the fresenius cycler without any issues. However, subsequently on (B)(6)2025 the patient was hospitalized for this peritonitis infection. The nurse stated the patient had a pd culture obtained in the hospital which was also positive for growth of the bacteria klebsiella (same peritonitis infection). It was reported that the patient remained in the hospital at the time follow-up was performed and was being treated with unknown antibiotic therapy. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique by the patient.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique by the patient, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for an infection. In additional follow-up, the patient¿s pd nurse reported that the patient was first diagnosed with peritonitis on (B)(6) 2024. The nurse stated that the patient had a pd culture obtained (on (B)(6) 2024 in the outpatient pd clinic) which grew the bacteria klebsiella bacteria. The patient was treated with intra-peritoneal antibiotic therapy utilizing cefepime (dose not provided) on an outpatient basis. The nurse reported that the patient continued pd therapy with the fresenius cycler without any issues. However, subsequently on (B)(6) 2025 the patient was hospitalized for this peritonitis infection. The nurse stated the patient had a pd culture obtained in the hospital which was also positive for growth of the bacteria klebsiella (same peritonitis infection). It was reported that the patient remained in the hospital at the time follow-up was performed and was being treated with unknown antibiotic therapy. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique by the patient.